Manufacturer narrative:
After further review it was determined that the device was a demo unit and was not labelled for clinical use. Hence, the complaint is invalid and no follow up report is necessary.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump(iabp) had an error code 58 and 124. There was no patient harm or injury reported.